Manufacturer narrative:
Conclusion: customer performed repairs.

Event description:
It was reported by the customer as a general complaint that fowler motors needed to be replaced on multiple beds. No serial numbers were recorded or provided. No additional information was available and no adverse consequence or clinically relevant delay in treatment was reported.